Event description:
Medtronic received information that prior to the implant of this 26mm transcatheter bioprosthetic valve, when the capsule of the dcs was closed 2/3 during the attempt to load the valve into the delivery catheter system (dcs), the deployment knob separated. It was reported the valve was loaded by a relatively new valve loader and the deployment knob trigger was used during before valve loading. The handle was not over-driven at any point in the load process and no unusual tension was felt in the system during loading. Subsequently, the dcs was not used for the implant and will be returned for analysis. Another dcs was used to successfully complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic¿s quality laboratory, the device was received with the end cap/screw gear snap fit connected and the handle components were detached from the dcs. Visual analysis showed the tabs were detached from the male deployment knob component. The tip-retrieval mechanism, capsule, inner member shaft, and spindle hub appeared intact with no evidence of damage. Functional testing showed the distal edge of the capsule seats flush against the catheter tip when fully advanced. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (actuator) separated during loading whilst trying to close the capsule. The dcs was returned and evaluated by medtronic; gross visual analysis confirmed the reported deployment knob separation. The tabs were observed to be detached from the male deployment knob component. There was no other evidence of damage on the dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.